Manufacturer narrative:
The insulin pump was received unable to prime during the prime test and alarmed motor error during basic occlusion test due to loose protruded drive support disk. Unable to perform self-test, off no power test, a21 error test, occlusion test, no delivery test due to prime anomaly. No a33 alarm noted. However, the insulin pump passed idle current test, run current test, displacement test and rewind. No rewind anomaly noted. The insulin pump had minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump has alarmed motor error several times in the last few months. Customer's blood glucose was unknown at the time of incident. Troubleshooting found that the drive support cap was sticking out of the device and not recessed into the unit. Customer also reported a compromised force system sensor alarm. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.